Manufacturer narrative:
(B)(4): results: lack of information (unknown cause of component breakage, vessel morphology was not reported, delivery system was discarded). Conclusions: (unknown cause of component breakage, vessel morphology was not reported).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm morphology and vessel morphology were not reported. It was reported that the talent stent grafts were built from distal to proximal. After deploying the proximal talent stent graft, the quick disconnect broke off from the device when trying to remove the delivery system (this component is in-vitro). The actual technique in handling the quick disconnect and the amount of pressure applied is unknown however, the physician used additional talent thoracic delivery systems without issues. After the quick disconnect broke off, the nosecone could not be brought back into the sheath, and the device was withdrawn by manually pulling on the shaft. The nosecone did not get caught anywhere in the grafts upon removal, and no other issues were noted when withdrawing the delivery system. The delivery system was discarded by the user facility after the procedure, as the patient is (B)(6) positive. No additional clinical sequelae were reported, and the patient is fine.